Manufacturer narrative:
The event of lymphadnopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured, silicone spread to lymph nodes, nodes are enlarged clinically

Event description:
Healthcare professional reported right side ruptured (based on MRI) and silicone spread to lymph nodes (nodes are enlarged clinically). Device remains implanted.